Event description:
It was reported the patient's entire system was removed due to an infection. It was reported the patient's devices were implanted on (B)(6) 2003, and were explanted approximately one month later. Per the manufacturer registry the devices were implanted on (B)(6) 2003, and explanted on (B)(6) 2004. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# j0349233v, implanted: 2003-(B)(6), explanted: 2004-(B)(4), product type lead product ID 3095-10, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2004-(B)(6), product type extension. (B)(4).